Event description:
It was reported to boston scientific corporation that an open end ureteral axxcess catheter was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the middle part of the catheter that is situated outside of the patient got separated. Reportedly, the catheter inside the patient was replaced with another open end ureteral axxcess catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual examination of the returned open end ureteral axxcess¿ catheter revealed the catheter to be inserted into a drainage bag connector. The catheter presented faded ink markings and roughened surface from use. The catheter was broken 33.5 cm from the proximal portion. Examination under magnification revealed that the catheter have been torn while undergoing tensile force. Additionally, it was noted to be stretched and narrowed down with two circular indentations most likely caused by a connector tightened around the outer diameter. The distal portion of the broken catheter was not returned for analysis. The condition of the returned device confirms the reported event of catheter broken. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an open end ureteral axxcess catheter was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the middle part of the catheter that is situated outside of the patient got separated. Reportedly, the catheter inside the patient was replaced with another open end ureteral axxcess catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.